Event description:
It was reported that the customer intentionally shut down the pump and could not turn the pump back on. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed them on various troubleshooting steps, including using different chargers and outlets, but none resolved the issue. Despite efforts to troubleshoot, the pump could not be powered back on. The customer frequently shut down the pump due to the beeping and was informed about the consequences. Customer reverted to manual injections for insulin therapy.